Event description:
This is a physician's report of a broken haptic with a ceeon lens. The physician stated that he implanted this lens in a pt (age and gender unknown) and the haptic broke. The initial incision was enlarged adn the lens was removed and replaced. There wa no injury to the pt. The physician stted that the lens is slippery when it gets wet and he may have manipulated the loop too much. He laso stated that the pt did well postoperatively. No further info was available. The lens has been returned and investigtion results are pending.